Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported melena due to diverticulosis could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. It was reported that the event was not device related. It was reported that the patient was hospitalized on (B)(6)2019 for melena due to diverticulosis. The account later communicated that the patient had an intestinal perforation due to colonoscopy on (B)(6) 2020 that caused peritonitis. The patient was hospitalized, required surgery and had their medication changed. During their hospitalization, an unrelated ICD generator exchange was done. On (B)(6) 2020, the patient experienced major bleeding that required a blood transfusion and by (B)(6) 2020, the patient experienced an abdominal wound infection. These events were reported to not be related to the device. The issue reportedly resolved by (B)(6) 2020. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on (B)(6) 2016. The heartmate 3 lvas IFU lists bleeding and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had melena due to diverticulosis and was hospitalized for surgery.